Manufacturer narrative:
Hamilton medical ags conclusion: rootcause: defective pressure sensor assembly. Correction: replacemen of the defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: open box failed. Invoice no:200225883.tf:231022. Defective c1/t1 pressure sensor assembly. Replace c1/t1 pressure sensor assembly, it's ok! Summary: technical event: 231022 (pexpvalve sensor defect).